Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted and returned from an unknown source over two years later. The device underwent analysis testing.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance. Additional information indicated that the cause was undetermined and will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.